Event description:
The customer stated that the architect i2000sr analyzer generated a false positive architect toxo igg result. A patient was tested on (B)(6) 2014 and a positive result of 3.24 iu/ml was generated with lot 31656li00. The patient returned on (B)(6) 2014 (day of delivery) and a negative result of 0 iu/ml was generated with lot 31656li00. The sample from (B)(6) 2014 was repeated and a negative result of 0 iu/ml was generated with lot 31656li00. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
An abbott field service representative replaced multiple wash zone manifold valves and replaced the r1 and r2 reagent probes. No returns were available for investigation. A retained reagent kit of architect toxo igg lot 31656li00 was tested in a specificity setup. Results of this setup did not indicate that the specificity performance of the lot is negatively impacted. The reagent kit showed normal performance without false reactive results. Customer complaint data was reviewed and no adverse trends were identified. Additionally, a review of nonconformances and deviations associated with the affected reagent lot was performed. This review resulted in no occurrences that could be linked to the customer observation. The architect system operations manual and the architect toxo igg package insert were reviewed and were found to adequately address the issue. The investigation did not identify a malfunction / deficiency.